Manufacturer narrative:
H6 - device code: updated to 3190. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. As a result, surgery occurred during which the ipg was explanted and replaced. Post-operatively, therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg was prematurely depleted. The device was providing therapy. As a result, surgery may occur to address the issue.